Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. Failure analysis investigation could not reproduce the reported failure. The unit energized and cauterized, and all ports recognized instruments. The complaint regarding an energy device problem was not confirmed by failure analysis. The probable root cause of the energy device problem cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the iesu found no functional issue. The iesu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned esu revealed no issues related to the customer reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm/reproduce the customer reported complaint of a hard error c-83. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the integrated electrosurgical unit (iesu) be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Event verification via remotefe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system #sl0912 matching the documented event details. The logs were reviewed/analyzed as part of the isi technical support engineer (tse) investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the system displayed error messages after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced the integrated electrosurgical unit (iesu) to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the electrosurgical unit (esu) displayed a reoccurring error c-83 and 4-88. Intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the error logs and confirmed the occurrence. As instructed by tse, the customer power cycled the generator, but the issue did not resolve. The e-100 was not in use during the occurrence of the errors. The tse noted that despite the part from the system giving frequent audible alarms the esu was working and the customer proceeded with the surgery. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. At the time of the initial reporting, the customer indicated patient information could not be released.